Manufacturer narrative:
Investigation: the patient is 20 months old. The inratio system is limited to subjects age 18 and older. The customer's off-label use may have contributed to the observed inr values. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 5.0, reference: 3.0, mean: 4.0, confidence limits: 2.0 - 5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference value were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. No further investigation was required. In-house therapeutic donor testing was performed on reported lot # 305771 on (B)(6) 2013. Results as follows: donor: 201, inratio: 3.4, 3.1, 3.1, reference: 2.66, bias threshold: 1.66 - 3.66, %cv: 5.41. Donor: 234, inratio: 3.4, 3.2, 3.1, reference: 3.01, bias threshold: 2.01 - 4.01, %cv: 4.72. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Patient was under 18 years old. The product is approved for use on patients 18 years and older. This constitutes off-label use. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller, who is the caregiver of a (B)(6) patient, alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 5.0, laboratory inr: 3.0. The tests were performed simultaneously. Therapeutic range was not provided for patient. There was no reported adverse patient sequela. There was no additional information provided.